Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that upon booting up the device, that it no longer delivers any volume. The device gave constant "check patient circuit" and "low inspiratory pressure" alarms. No breaths were being delivered (no ventilation output). Additionally, the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it alarming due to low inspiratory pressure and check patient circuit, as well as providing no ventilation output and low fio2 (fraction of inspired oxygen) readings were all confirmed. Upon closer examination of the device, the asp technician discovered that the new blower which had been installed by a previous asp technician as part of the device¿s regular service/maintenance had damaged wires due to incorrect installation/assembly during service. The asp then replaced the blower assembly to resolve the reported issues. The investigation determined that the root cause of the reported issues was third party service, operator error, due to the incorrect installation of the previous blower assembly which damaged its wires. H3 other text : serviced by asp